Manufacturer narrative:
The following sections were updated/corrected/added: b4, g3, g6, h2, h6 and h11. The complaint for implant dislodged from a single leaflet, single leaflet device attachment (slda) post procedure was confirmed with empirical evidence based on information provided by edwards clinical specialist (cs) who was present on the site. Available information suggests that patient factors and pre-existing conditions likely contributed to the event. As per event description, the patient had a short and extremely tethered posterior mitral leaflet (pml), a low ejection fraction (ef), and a post-ischemic ventricle. Based on extensive complaint investigations, the root cause for slda events are most likely due to patient factors, procedural factors, imaging factors, or a combination of these factors and are not attributed to device malfunctions or manufacturing nonconformances. The pascal and pascal precision IFU and training materials provide adequate instructions on device implant, leaflet capture, and optimization prior to release. These events will continue to be monitored and complaints trending and control limits are managed and assessed.

Event description:
Edwards received notification of a pascal precision in mitral position where 1 month and 23 days after procedure, the patient underwent surgical repair after a single leaflet device attachment (slda). The patient had a short and extremely tethered posterior mitral leaflet (pml), a low ejection fraction (ef), and a post-ischemic ventricle. The patients were aware that edge-to-edge was not the optimal option for this patient given the anatomy. The pascal device was implanted in an anterior-posterior (a2-p2) position. The patient underwent surgical intervention to be treated with a ring. Concomitantly, a ventriculoplasty of the left ventricle was performed. The mitral regurgitation (mr) before the index procedure was severe, mr grade immediately post-procedure was mild, mr grade at patient discharge was mild-moderate, mr grade after the post-procedural slda was severe, and mr grade after the surgical procedure was trace/mild. The patient was discharged after the reintervention.

Manufacturer narrative:
The event is captured by edwards lifesciences under complaint #: (B)(4). The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.